Event description:
Allegedly believed the patient had osteolysis after the surgery. Revision surgery was performed. Surgeon doubts armd. He wants us to investigate the bone ingrowth, wear of the articulation surfaces, wear and corrosion of both tapers. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00864, 00865. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: normal wear.the complaint was reviewed. The returned product was dimensionally inspected and photographic images were made.(B)(4).